Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the plunger was removed, the suture broke. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed and the link was detached from the posterior cuff. A link detachment will result in a failure to retrieve the suture during plunger removal and can appear very similar to a suture break. The posterior and anterior cuffs were captured and attached to the needle tips. The suture bearing, bridge and guide were examined and found to be normal. The suture was pulled from the device and no unusual resistance. Based on the investigation findings, the root cause for the reported event is related to the operational context in which the device was used. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(4):